Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of cellulitis is a known potential adverse event addressed in the product labeling. A review of the device history record has been completed. No deviations or non-conformances noted. No other information is available at this time. If additional information is made available, a supplemental report will be submitted. This is the same patient reported under patient identifier (B)(6).

Event description:
Healthcare professional reported that a clinical patient implanted with study device artia experienced left breast cellulitis. Levaquin oral antibiotic was prescribed to manage the infection. The physician does not consider this event as serious. Symptoms were resolved. Artia remains implanted. No other information was reported. This record is to capture lot 2 of 2 artia implanted in the left side breast.